Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2019-03631, 3006705815-2019-03632. It was reported that the patient was experiencing ineffective therapy from their system. In turn, surgical intervention was undertaken wherein the entire system was explanted. Plans to reimplant may occur in future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient was reimplanted on (B)(6) 2019. Postoperatively, the patient has effective therapy.